Event description:
It was reported that the cardiac resynchronization therapy defibrillator recorded an alert for shock impedance out of range in the right ventricular (rv) channel. No adverse patient effects were reported. This device and competitor rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).